Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device encountered difficulty in advancing through the guiding catheter. The device was removed and it was noted that the stent struts were deformed. The procedure was completed with another synergy stent and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 3.0x20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the centre and distal struts were stretched and pulled in a distal direction. The proximal stent od (outer diameter) was measured which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. Due to stent damage the sds could not be inserted into the 6f guide liner that was returned with the device. A 0.014'' guidewire was entered at the device tip and exited at the exchange port - no tracking difficulties or resistances were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the shaft polymer extrusion profile found multiple kinks along the full catheter length. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device encountered difficulty in advancing through the guiding catheter. The device was removed and it was noted that the stent struts were deformed. The procedure was completed with another synergy stent and there were no patient complications reported.